Event description:
The rptr stated that product had a broken line. Initially the customer reported that the product involved in this event was a mx253-s, however the product returned was not a mx253-s. The customer did not have further details.